Event description:
It was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2026 due to abdominal issues. Additional information was provided during follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was instructed to go to the emergency room (ER) on (B)(6) 2026 due to complaints of abdominal pain. A pd effluent culture and cell count (wbc elevated, results unavailable) were collected. The patient was formally admitted. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2000 mg every 3 days for 21 days. The patient¿s pd effluent culture result returned positive for gram-positive staphylococcus (species not provided) on (B)(6) 2026, and the patient¿s vancomycin was continued. The patient continued to undergo continuous cyclic pd (ccpd) therapy while hospitalized and was discharged home on (B)(6) 2026. The pdrn attributed causality to an unspecified touch contamination event involving hand washing. The peritonitis event was not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient is recovering and resumed utilizing the same liberty select cycler at home

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis event was attributed to an unspecified touch contamination event involving hand washing. This is supported by the culture result of gram-positive cocci, staphylococcus. Gram-positive bacteria are primary causative organisms of peritonitis mainly caused by contamination. The most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands, and staphylococcus aureus, which together are responsible for 50% or more of infections in most series. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.